Event description:
It is reported that the device was implanted in 2003. Post-op, the surgeon found the femoral component to be loose. There are currently no plans to revise the patient. The doctor will continue to monitor the status of the patient.

Manufacturer narrative:
Evaluation summary: x-ray images show femoral component was possibly implanted in flexion which led to large gap on anterior face. Images show a less than optimal cement mantle on anterior face. Femoral component did not fit the bone tightly as evident by large anterior gap which likely contributed to loosening. Evaluation coes: no product was returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.